Event description:
The customer reported that the system displayed a control panel error message. This error message is generated when the system cannot communicate with the c-am control panels and causes the system to immediately shut down or prevents the system from booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was cleaned and adjusted. The system was then found to be operating as intended.